Event description:
Complainant alleged that during training of zoll sales representative, the device screen displayed "system fault code", "defib fault 72" and "defib fault 85" error messages. The complainant indicated that there was no patient involvement in the reported malfunction.